Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Following investigation by bioengineering, notification was received that: the x-ray shows a stability stem along with cup, liner head. The cup is inclined at about 40deg with version (ante or retro). The x-ray shows, the stem in varus moving its distal end to contact the lateral cortex with bone remodelling at the tip. The loss of bone over the greater trochanter near stem shoulder is visible which confirmed osteolysis as reported in this complaint. The lower part of the proximal stem appears fixed. Positioning of the stem in varus could change the soft tissue balance of the hip, without the contra-lateral x-ray or patient notes it is impossible to determine if this has been a factor. No implant was received to check for backside wear or impingement issues. Root cause: undeterminable from the information given. The complaint shall be closed with an indetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt presented recently with pain over the greater trochanter. X rays indicate substantial osteolysis in the greater trochanter and wear to the enduron liner.